Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint from the mechanical engineer (me) on v60 indicating that navigation ring responded intermittently. The problem occurred when going into the setting change screen and trying to change the settings. No items or values were adjusted automatically without pressing any buttons. Values could be adjusted, confirmed, cancelled, etc. Using the touchscreen. The prescription was not changed automatically without any input. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that the navigation ring responded intermittently. It was resolved by replacing the front bezel which is mounted a navigation ring in advance. There was no other abnormality found. The device passed the required performance verification tests per philips standards and was returned to service. Root cause: it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. The investigation concludes that no further action is required currently. If additional information is received the complaint file will be reopened.